Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent surgery for the implant of a permanent scs system. It was reported, the physician was unable to place the paddle lead due to osteophytes in the epidural space and the procedure was aborted. It was reported no lead blank was used to test lead placement. The patient reported partial paralysis in both legs postoperative. The patient allegedly developed spinal cord edema and the physician performed a laminectomy on (B)(6) 2012 to decompress the spinal cord. It was reported, the patient had improvement of her quadriceps paralysis postoperative but the physician stated it would take longer to see recovery. No further information available to this time.